Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient left the clinic visit with a stimulation setting that was not what it should have been. After the visit, it was discovered the device had default settings, which were not the settings previously worked out for maximum efficacy with minimum side effects. It was not known exactly when the issue occurred, but it was sometime within the last month prior to this report. The issue had since been corrected on a subsequent visit. It was noted the patient was recently implanted. The patient was implanted for parkinson's disease.